Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient did not put the minicap on the transfer set. The event was manifested by cloudy effluent. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (2 g every week for 2 weeks) for peritonitis. Dianeal therapy remained ongoing. On an unknown date, the patient completed the course of antibiotics. At the time of this report, the patient had recovered from the event. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.